Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. Add'l eval is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that when they were using the vasoview 6 pro, the bisector would not work. The vein was dissected as usual and then the system was switched to start ligating branches. The cannula was placed in the tunnel and the bisector was positioned around a branch to burn and cut it. When this was done, the bisector would not burn. The connections were checked and the nursing team changed out the bovie cord; however, the device still would not work. The device was not transporting energy. The hosp did not report any pt effects.